Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. User error caused the event. The needle at the attachment area shows instrumentation marks which caused a deformed needle bore hole. The thread was damaged during handling and broke off from the needle. Another thread piece of approximately 3 cm in length, with attached needle, shows instrumentation marks at the attachment area and mechanical damage in the threadline. A thread with an attached needle was grasped with an instrument in the threadline. The suture end shows splicing with mechanical damage. The longer thread was broke due to a mechanical damage. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The test results of visual inspection and needle pull for the sterile samples meet requirements.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The needle pulled off of the suture during use. There was no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.